Event description:
Add'l info provided by the reporting surgeon indicates that the pt's intraocular lens was removed and replaced. The second intraocular lens was also removed and no other lens implanted due to recurring infection and hypopyon.

Event description:
A surgeon reports that, 13 days following cataract surgery, a pt developed an intraocular infection. The relationship between this event and the intraocular lens is not known. More info is being sought.